Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The suture detachment was not confirmed as the suture fracture face appeared to be cut and all components were not returned for analysis. A conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after an unspecified coronary procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.